Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was in use, a blower temperature high alarm error appeared on the screen-- ventilation continued but there was no reported harm to the patient or user. The device was in use on a patient at the time the reported issue was discovered; the device was not usable and needed to be repaired. The biomedical engineer (bme) confirmed the reported issue and found that the blower temperature was reading 50°c in pneumatics; however, it was unknown if the error code was logged in the event log. The rse provided the customer with the replacement part number of the blower assembly for repair upon request.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) stated that after a brief viewing of the diagnostic report (drpt), no evidence of the blower temperature high alarm error was found; however, the bme ran the device with a test lung, and from the service menu, the bme noticed a blower temperature of 50-60°c. The bme also stated that the replacement blower assembly was ordered and has been received for replacement--the bme intends to install the replacement blower assembly as part of preventive maintenance (pm). Repair is still pending as the device has not yet been reassembled and placed back in service.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme regarding the repair. It is unknown if the device has been reassembled and placed back in service. The outcome of the reported issue could not be determined, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Ultimately, the replacement blower assembly was received and installed, after which the issue was resolved. The removed blower assembly was returned to the product investigation lab (pil) and was tested for the "1122 blower temperature high" alarm error that occurred. Per the results obtained from the testing, the pil technician found that the suspected blower assembly did not reach 95 degrees celsius, and the ¿check vent¿ alarm was not triggered. The alleged issue was not duplicated during testing. No fault was found.